Manufacturer narrative:
Insulin pump passed the displacement test but motor error alarm during prime test due to loose drive support disk. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump received a motor error alarm and drive support cap was protruded. The customer¿s blood glucose level was 5.7 mmol/l. The customer that they received a motor error alarm. Customer reported that the drive support cap was protruded. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.